Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any, the davol device may have caused or contributed to the events as alleged. Hernia recurrence is a known inherent risk of hernia repair surgery. Regarding recurrence the warning section of the instructions-for-use states, ¿to prevent recurrences when repairing hernias, the prosthesis should be large enough to extend beyond the margins of the defect.¿ note: the information provided indicated that the, "patient underwent an additional surgery to repair the hernia defect and remove it." As medical records were not provided and the description does not clearly define what "remove it" is being referred to (example possible ventralex hernia patch mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such we have not identified this to be a reported device explant at this time. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The patient's attorney has alleged; (B)(6) 2015 - the patient underwent surgery for repair of a ventral hernia. As reported, a bard/davol ventralex hernia patch mesh, was implanted to repair the hernia defect. On (B)(6) 2015 - the patient underwent an additional surgery to repair the hernia defect and "remove it." The patient's attorney has also alleged that the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any, the davol device may have caused or contributed to the events as alleged. Hernia recurrence is a known inherent risk of hernia repair surgery. Regarding recurrence the warning section of the instructions-for-use states, ¿to prevent recurrences when repairing hernias, the prosthesis should be large enough to extend beyond the margins of the defect.¿ note: the information provided indicated that the, "patient underwent an additional surgery to repair the hernia defect and remove it." As medical records were not provided and the description does not clearly define what "remove it" is being referred to (example possible ventralex hernia patch mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such we have not identified this to be a reported device explant at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 5 months post implant of mesh - ventralex, patient was diagnosed with hernia recurrence and adhesions thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists adhesions as a possible complication. Review of manufacturing records confirms product was manufactured to specification. Updated fields: a2, a4, b4, b5, b6, b7, d4 (UDI no), d.6b (date of explant), e3, g1, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The patient's attorney has alleged. (B)(6) 2015 - the patient underwent surgery for repair of a ventral hernia. As reported, a bard/davol ventralex hernia patch mesh, was implanted to repair the hernia defect. (B)(6) 2015 - the patient underwent an additional surgery to repair the hernia defect and "remove it." The patient's attorney has also alleged that the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch. Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with incarcerated ventral hernia thereby underwent open repair with the implant of ventralex mesh. Per operative notes, ¿hernia sac was dissected out and incarcerated omentum is reduced. The ventralex mesh was used for repair and secured using sutures.¿ (B)(6) 2015 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with the explant of ventralex mesh. Per operative notes, ¿hernia sac was identified. The mesh appeared to bulge forward and adhesions to the anterior abdominal wall were taken down. A ventralex mesh was removed. Then a synthetic mesh was placed and secured by using sutures.¿ attorney alleges that the patient had adhesions, pain, hernia recurrence and emotional injuries.